Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported the guidewire became entrapped inside of the device. A 2.1mm jetstream xc catheter was chosen for an arteriography of the right lower extremity and mechanical plaque excision. The 2.1mm jetstream xc catheter was used in combination with a boston scientific thruway .014 in. Guidewire. During the procedure, the boston scientific thruway 0.014 in. Guidewire became entrapped inside of the 2.1mm jetstream xc catheter after rotation was activated on the device. The 2.1mm jetstream xc catheter had to be removed, together with the boston scientific thruway 0.014 in. Guidewire, as one unit. Damage was noted on the 2.1mm jetstream xc catheter after removal from inside of the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university. E1 - initial reporter phone: (B)(6). Device evaluation by manufacturer: the returned product to boston scientific consisted of a jetstream catheter. The returned jetstream was received without the baton. During analysis the device was connected to the console per the IFU. Functional analysis of the device was completed, and it was noted that the blades were not spinning. The device was visually and microscopically inspected for damage. Visual inspection revealed damage at 1cm from the tip causing the blades to not spin. It was also found that during the functional testing the shaft about 5cm from the tip had a bubble-like formation. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time.

Event description:
It was reported the guidewire became entrapped inside of the device. A 2.1mm jetstream xc catheter was chosen for an arteriography of the right lower extremity and mechanical plaque excision. The 2.1mm jetstream xc catheter was used in combination with a boston scientific thruway .014 in. Guidewire. During the procedure, the boston scientific thruway 0.014 in. Guidewire became entrapped inside of the 2.1mm jetstream xc catheter after rotation was activated on the device. The 2.1mm jetstream xc catheter had to be removed, together with the boston scientific thruway 0.014 in. Guidewire, as one unit. Damage was noted on the 2.1mm jetstream xc catheter after removal from inside of the patient. There were no patient complications as a result of this event.